Manufacturer narrative:
The pump was received with a frozen display and a constant tone due to a faulty component on the mother board. After replacing the faulty component, all buttons responded properly. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer reported that the buttons were unresponsive. The customer's blood glucose was 144 mg/dl at the time of incident. The customer's blood glucose was 272 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.